Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from the location of the implantable neurostimulator (ins) up to the shoulder blade area. It was noted that the shocking occurred both with the stimulation on and off. Impedance measurements were taken and noted to be normal. The area was then palpated both with stimulation on and off. It was found that when the area was palpated with stimulation off, the patient felt the same type of shocking sensation, but it did not radiate to the shoulder blade and was noted as ¿same pathway.¿ when the area was palpated with stimulation on, the patient experienced the same type of shocking sensation at the ins pocket, but it did not radiate to the shoulder blade area. The reporter stated that the patient had not experienced a shocking sensation since being reprogrammed ¿30-45 minutes ago.¿ it was also noted that the ins pocket had healed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking sensation on (B)(6) 2013. The patient stated that when the device was turned on, it was set at 3.2v and began shocking the patient in the ribs and heart. It was noted to be the "most intense" she had ever had. The device was then left off.